Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2744553 and 2384083 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. . Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
(B)(4). Reason for original complaint.- litigation papers allege pain, hip popping and grinding, pain while walking and swelling. It is additionally alleged the patient had elevated chromium and cobalt levels which caused bone and tissue damage in and around the hip joint. Doi: (B)(6) 2008 - dor: (B)(6) 2011. (B)(6). Update: 10/15/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added. Update rec¿d 04/27/2015 - upon review of the medical records the medical records indicate the patient was revised to address a malpositioned cup. At this time the cup is being added to the complaint and reported. The complaint was updated on: 04/27/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf alleges metallosis and metal wear. Added patient's date of birth, revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name.